Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction alarm occurred. As a result, on (B)(6) 2025, the customer went to the emergency room and was subsequently hospitalized with a blood glucose level above 534 mg/d, where the healthcare provider determined the customer¿s ketone level to be dangerous/life threatening. Bg level was corrected with a bolus via the pump. Customer was also treated with intravenous fluids of saline and insulin. The customer was released from the hospital on (B)(6) 2025 with the issue resolved and no permanent damage. The customer will continue to use the pump until the replacement pump arrives.